Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again. The caller acknowledged and understood the instructions.